Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve was undergoing valve-in-valve procedure after an implant duration of 12 years, 4 months due to ppm with "abnormal leaflet mobility", when patient crashed requiring CPR and was converted to open heart surgery. Patient presented with heart failure. Per information received, patient was undergoing basilica procedure when patient's blood pressure dropped with low rv function. Anesthesia attempted stabilizing the patient, but the patient went into arrest, requiring CPR. Effusion was noted on echo and pericardiocentesis was attempted but unsuccessful. Patient was placed on ECMO and CT surgeons opened chest to control bleeding. Unfortunately, the surgeons were unable to repair bleeding noted from aortic annulus and patient expired the same day. The transcatheter valve never entered the patient and was wasted. This is a 70-year-old female patient.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2. Corrected sections : h6 ( impact code, investigation findings and investigation conclusions) patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm is main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. A device history record (DHR) review is not performed because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.